Manufacturer narrative:
G4: 20mar2020 b4:(B)(6)2020. The customer did not respond to multiple requests to confirm the repair of this unit. No additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the backlight inverter was identified to be inoperable and the top cover was found to be broken during periodic maintenance. There was no patient involvement.